Manufacturer narrative:
Method - device history record (DHR) review. Complaint history review. Result - DHR has been reviewed and no issues or discrepancies related with this complaint were found during period review. Conclusion - the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. However, based in similar complaints a (B)(4) was opened by (B)(4) department in order to implement the corrective actions to assure a more robust retention. A validation (B)(4) was performed in our facility (closed on (B)(6) 2011). If the product sample becomes available this complaint will be reopened.

Event description:
The event is reported as: complaint alleges that during pt use the tubing separated from the end piece close to the column. No pt injury reported.